Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse discovered that the needle was crashing causing the large syringe error. During further evaluation, fse discovered that there were too many labels on the test tubes and could not fit inside the sample rack. The customer replaced the sample needle and continued to run samples without any further issue. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on 28-feb-2018. A complaint history review and service history review for similar complaints was performed for serial number 15097406 from 28-feb-2018 through aware date 19-oct-2018. There were no similar complaints identified during the searched period the g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to operator error as the customer was placing too many labels on the test tubes causing the needle to crash and bend the needle.

Event description:
The customer reported getting 706 syringe-l error messages with the g8 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.